Event description:
It was reported the videoscope's image turned black when the distal end was touched during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on the charge coupled device (ccd) unit, the image disappeared during angulation in the upward and downward directions. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.